Manufacturer narrative:
Damaged antibackup. Evaluation summary: the analysis results found that the er320 was returned in good visual condition. However, the anti-back up feature was non-functional as the anti-back up lever teeth were noted to be worn out. Each device is visually inspected and functionally tested during the mfg process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history record were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during an unk case, the device would not work. The materials associate had no other info at this time from the or. No pt consequence was reported.